Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device evaluated by manufacturer? Still implanted.

Event description:
It was reported that a patient had a nasal procedure, and post-operatively is experiencing pain around the implant site.

Manufacturer narrative:
No lot number was provided, thus a review of the specific manufacturing batch records and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lots. It was stated that ¿the catalog # of the porex sheet used is 6331. No lot # was found as the sheet is cut into pieces and re-sterilized according to needs a couple of days before surgery. A re-sterilization of medpor standard implants is in contradiction to the corresponding IFU, since ¿medpor implants are sold sterile and should not be resterilized¿. Summarizing all obtained information, the root cause for this complaint could not be determined. However, it was evaluated that the product was resterilized which is indicating an off-label use. H3 other text: device remains implanted.

Event description:
It was reported that a patient had a nasal procedure, and post-operatively is experiencing pain around the implant site.